Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down and that air bubbles were observed in the canister. The customer continued to use the pump for insulin therapy. The customer went to the emergency room and subsequently admitted to the hospital's intensive care unit with a blood glucose level of 480 mg/dl, with ketones that were identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline, insulin, potassium and antibiotics for an infection. The customer was released on (B)(6) 2024 with issue resolved and no permanent damage.